Manufacturer narrative:
A review of the mfg records for this lot did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed in (B)(6). The paramount mini stent was implanted in (B)(6), 2009. In (B)(6), 2010, the pt had an adverse reaction, and the pt went to (B)(6). A CT showed that the right renal stent was broken, across abdominal aorta, and caused lower limb vascular insufficiency. The physician was considering removal of the broken stent, but this procedure has not been performed.